Manufacturer narrative:
Concomitant product(s) - model: 5076-45, lead; implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital due to congestive heart failure (chf) and a device check. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead had triggered a warning for low pacing impedance. Additionally, oversensing noise was noted which led to possibly withholding pacing. The rv lead has been capped and replaced. No patient complications have been reported as a result of this event.